Event description:
It was reported that the sales rep was preforming an interrogation and when attempting to print a report the programmer displayed an error message. Recycling power cleared the error and the interrogation and report printing were successful. Technical services recommended running the service disk and downloading the current software update. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.